Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had difficulties hearing the audio volume. The customer's blood glucose was unknown. They ran the audio test. The volume when set to level one was small but they could hear it. When they set the volume level to 5, it was a little louder but not that much. The device will be returned for analysis.